Event description:
It was reported when using the pyxis medstation es system that had a login issue. The customer reported there was a delay in dispensing which affecting to get medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network issue, which was a virtual private network tunnel. The technical service engineer changed the logging settings for the first time with the network team to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.